Event description:
The customer reported to a baxter representative that one clearlink administration set was alleged with a "disconnection at the distal end closest to the patient". This disconnection was stated to have been from where the tubing meets the check valve. There was no report of patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available regarding the patient. No additional information is currently available at this time.

Manufacturer narrative:
(B)(4). Evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was not received for evaluation. Therefore the customer reported condition could not be confirmed and the root cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.